Event description:
It was reported that an ilet user experienced hyperglycemia after lunch; post-meal blood glucose peaked at 361 mg/dl and was 239 mg/dl at the time of contact, with no device alarms and no set issues observed. The user confirmed a missed announcement for orange juice in addition to the announced sandwich. Symptoms included hyperglycemia. Outcomes included no emergency care or hospitalization. Investigation included user troubleshooting of the infusion set and tubing with observed insulin drops and resumption of delivery, and a review of meal announcement practices. Investigation of this case revealed that the hyperglycemia was associated with an unannounced carbohydrate intake, with no malfunction of the infusion set or pump components identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.